Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on (B)(6) 2018, the patient reported that he obtained alleged readings on the subject meter of ¿17.9, 13.8, 6.2, 15.0 and 15.9. Mmol/l¿ on the subject meter preformed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿s criteria for precision. It is unclear how the patient manages his diabetes and he reported that he continued with his usual diabetes management routine in response to the alleged product issue. The patient reported that 6-7 minutes after the alleged product issue began he developed the symptoms of ¿chest pain and light headed¿. The patient denied that he received any treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The patient performed the correct testing steps. The patient¿s test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. In addition, the retained test strips passed visual inspection and performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.